Event description:
The customer reported intermittent system errors and issues with the reagent gripper involving the unicel dxi 800 access immunoassay system. No erroneous patient results were generated. There was no patient impact associated with this event. A beckman coulter field service engineer (fse) replaced the reagent gripper sensors, with a different lot, and resolved the issue. The instrument was returned to normal operation.

Manufacturer narrative:
An internal investigation of the reagent gripper sensors was initiated due to the unicel dxi reagent storage module failing at build cell and start up. Technical operations testing observed (B)(4) sensors failed due to thermal change from ambient to -20.0°c. Operating specifications from supplier are -25°c to 70°c. Supplier investigation concludes lot number 2813i has shown to have less than adequate contact of soldering the cables to the printed circuit board (pcb) within the sensor. Beckman coulter tested a new lot of sensors and cables, built from a revised fixture to join cables and pcb, and had no failures. Beckman coulter estimates (B)(4) instruments and (B)(4) field service kits were potentially shipped with the affected lot of reagent gripper sensor. A no-escalation decision was made due to the intermittent failure rate, catching failures at the reagent storage compartment build cell and start up in manufacturing. The field service engineers were notified via an informational technical information update system broadcast of the suspect lot of gripper sensors. In conclusion, the reagent gripper sensor is the likely cause of the event. Beckman coulter continues to track and trend any incident related to this issue. (B)(4).